Event description:
The following additional info was provided on a user facility report #240001-1998-0003: stent accordianed during an attempt placement in coronary artery. During attempted removal, the stent slid past the femoral sheath and below the sheath insertion point in the upper thigh. Pedal pulses unchanged from beginning of procedure.